Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers 13d10h25 and 13c13h25. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. The treatment for the peritonitis was not reported. At the time of this report, the pt was recovering from the peritonitis and dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 4 involved in this peritonitis event.